Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Primary stability not achieved. Patient presented with bone type iii and fair oral hygiene. The device was forwarded tothe manufacturer. At the event the patient experienced: infection. No further patient complications were reported.